Event description:
A patient reported experiencing high results with a one touch basic meter. The patient's blood glucose results were 10.5 mmol versus 8.5 mmol meter to lab. Tests were done within 10 minutes with a difference of 24%. Patient did not experience any adverse events. No further information has been reported.